Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a watchman procedure, a versacross connect laac kit was selected for use. It was noted that the wire was frayed. The wire as also reported kinked. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that during a watchman procedure, a versacross connect laac kit was selected for use. It was noted that the wire was frayed. The wire as also reported kinked. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed). It was further confirmed that issue noted when it went into double curve/connect sheath. It was not possible to confirm that the rf wire was kinked as reported originally. The insulation got damaged before it went in to the patient's body, when it went into double curve/connect sheath.

Manufacturer narrative:
Due to additional information received, we are submitting this supplemental report due to the updated fields: describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f, user facility / importer report information and h, device manufacturers only. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e, initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.